Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber tip breaks/fractures. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Due to the observed failure 'cap wear', the overall investigation conclusion code of known inherent risk of the device was assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during prostate procedure the tip of the fiber broke inside the cap and did not detach from the fiber. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported during prostate procedure the tip of the fiber broke inside the cap and did not detach from the fiber. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.